Manufacturer narrative:
This report is filed june 19, 2012.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced a lack of auditory response at initial activation. It was determined that the electrode array was not appropriately placed within the cochlea. The device was explanted (B)(6) 2011, and the patient was reimplanted with a new device during the same surgery.